Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the sensor was not blinking. The customer's blood glucose was unknown at the time of incident. The nurse stated that the sensor's tail was missing when they removed the sensor. The nurse declined to troubleshoot. The sensor will be replaced and will be returned for analysis.